Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 28 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, 1461 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("there was a small 1-2 cm fragment of essure on the right side but it did not appear that this side was removed in its entirety"), device expulsion ("no devices are noted within the lumen of the right fallopian tube.") And embedded device ("essure device teased out from the uterine cornua") in a 27 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of parity 2, obesity, nondependent abuse of cannabis, marijuana abuse and pelvic pain. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, 1057 days after essure insertion, she experienced device breakage (seriousness criteria medically important and intervention required), device expulsion (seriousness criteria medically important and intervention required) and embedded device (seriousness criteria medically important and intervention required). Essure was removed on (B)(6) 2018. The patient was treated with surgery (bilateral salpingectomy,possible fulguration of endometriosis). At the time of the report, the outcomes for these events were unknown. The reporter considered device breakage, device expulsion and embedded device to be related to essure administration. The reporter commented: discrepancy noted : previously the date of removal was (B)(6) 2018 and as per medical record the date of removal was (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 99 kg. [Pathology test] on (B)(6) 2016: final diagnosis: a) fallopian tube, right, salpingectomy: 1. Fallopian tube with no significant histopathologic abnormality. 2. No essure device is identified within the fallopian tube or specimen container. B) fallopian tube, left, salpingectomy: 1. Fallopian tube with no histopathologic abnormality 2. Metallic coil consistent with essure device identified within the specimen container. Clinical history: pelvic pain. Patient undergoing salpingectomies for removal of essure devices due to chronic pelvic pain. Gross description: right tube and essure: the fallopian tube is serially sectioned. No devices are noted within the lumen. Multiple representative sections, including all fimbriae left tube segment and essure device" pale silver-colored coiled metallic wire, 10.0 cm in length by less than 0.1 cm in diameter. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 28 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, 1461 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("there was a small 1-2 cm fragment of essure on the right side but it did not appear that this side was removed in its entirety"), device dislocation ("no devices are noted within the lumen of the right fallopian tube.") And embedded device ("essure device teased out from the uterine cornua") in a 27 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of parity 2, obesity, nondependent abuse of cannabis, marijuana abuse and pelvic pain. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, 1057 days after essure insertion, she experienced device breakage (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required) and embedded device (seriousness criteria medically important and intervention required). Essure was removed on (B)(6) 2018. The patient was treated with surgery (bilateral salpingectomy, possible fulguration of endometriosis). At the time of the report, the outcomes for these events were unknown. The reporter considered device breakage, device dislocation and embedded device to be related to essure administration. The reporter commented: discrepancy noted: previously the date of removal was (B)(6) 2018 and as per medical record the date of removal was (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 99 kg. [Pathology test] on (B)(6) 2016: final diagnosis: fallopian tube, right, salpingectomy: fallopian tube with no significant histopathologic abnormality. No essure device is identified within the fallopian tube or specimen container. Fallopian tube, left, salpingectomy: fallopian tube with no histopathologic abnormality. Metallic coil consistent with essure device identified within the specimen container. Clinical history: pelvic pain. Patient undergoing salpingectomies for removal of essure devices due to chronic pelvic pain. Gross description: right tube and essure: the fallopian tube is serially sectioned. No devices are noted within the lumen. Multiple representative sections, including all fimbriae left tube segment and essure device" pale silver-colored coiled metallic wire, 10.0 cm in length by less than 0.1 cm in diameter. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-nov-2023: reporters, patient information, medical history, lab data, indication, non drug treatment added, event updated from medical device removal to device breakage and events added device dislocation and device embedded. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.